Event description:
It was reported the subject device did not register image when plugged in. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test due to a cut on the cable insulation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged connector pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device showed a bad image. The issue was identified, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information of reportable malfunction newly reported by customer. Updated fields: b5, h2 and h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not register image when plugged in. The issue was identified during reprocessing. There were no reports of patient involvement.